Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4 )as follows: reportedly when the chuck for kirschner wire was sterilized, a black fluid flowed out. This occurred in the operating room. No additional information is available. This is report 1 of 1 for complaint (B)(4).